Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid colectomy with anastomosis, on stapling, there was a leak upon leak testing. They spoke to the circulator who was in the room stating that the doctor followed the directions until it was time to open the stapler and retract it. Both the scrub technician and the circulator noticed that the doctor did not do two full turns to open the stapler but did only one, and then pulled it out. They need to oversew, that took forty plus minutes that delayed the surgery to complete the case.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.